Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to falling and an elevated blood glucose (bg) level of 1144 mg/dl. The customer did not recall treatment received, and was released from the hospital on (B)(6) 2020. The cause for the reported issue was unknown. Customer¿s healthcare professional recommended changing to a different infusion set. Reportedly, customer reverted to manual injections for insulin therapy.